Manufacturer narrative:
(B)(4). G2: report source: canada. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual examination of the returned product identified debris that was unable to be removed during decontamination or with an alcohol rinse and wipe. Debris is present on the outer spherical surface, flat around the taper hole, and in the taper hole. No other damage or anomalies were noted during evaluation. The head was sent to sem analysis. Results: the taper of the returned device was reviewed via optical microscopy (magnification range 5x - 50x) using a keyence vhx-1000 digital microscope. There is staining/dried residue on the taper surface. This staining was not considered 'corrosion or fretting of the taper surface' and did not factor into the scoring of the taper. After discussion and consensus, this taper was assigned a modified goldberg score of (B)(4). A score of (B)(4) corresponds to 'fretting on (B)(4) of the surface and/or corrosion damage to one or more small areas'.  Review of complaint history identified additional similar complaints for the reported items and no additional complaints for the reported part and lot combinations. Complaints are monitored through monthly complaint review (reference (B)(4)) in order to identify potential adverse trends. Root cause unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical devices: part: 00875305401, lot: 63941150; part: 00875201132, lot: 63938865; part: 00771101220, lot: 64037326. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-04037.

Event description:
It was reported that the patient underwent revision surgery due to metal ions. The cobalt chrome head was removed. Attempts have been made and no further information has been provided.